Manufacturer narrative:
Correction: b1 product problem was checked in error in the previous report.

Manufacturer narrative:
Correction: d6b - date of explant.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented to the emergency room with concern about the incision site. It was noted that a white substance was discovered to be milk oozing from the incision area. The implantable cardiac monitor had migrated from the original implant site. The implantable cardiac monitor was explanted and replaced. The patient was stable.